Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported she received a result of "140 mg/dl something" on the aviva system around 9:30 p.m. She did not take any medication based on the result. She went to bed, and when her husband came in around 10:00 p.m., he found her sweating and in a coma-like state. He contacted the paramedics, and they delivered an injection of medication. The date, time, and type of medication was not provided. A result around 150 mg/dl was received on the professional meter after treatment. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.